Manufacturer narrative:
On new information received (B)(6) 2018 from our failure analysis component investigation, which was not apparent when vyaire was first alerted on this the event. (B)(4). The vyaire failure analysis laboratory received the suspect obsolete user interface module (uim) for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components within the uim. The fa lab also performed multiple power on cycles on the suspect control board on a test uim. Voltage testing of the real time clock battery was performed and found the voltage out of specifications. The fa lab was able to duplicate the reported issue the root cause is associated with material fatigue within the clock battery, which caused the reported event.

Event description:
The customer reported an unresolved blank touch screen display on this avea ventilator device. The customer stated no patient involvement with this event.